Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned, and the reported complete clip detachment from the leaflets could not be replicated in a testing environment, however, the results of the returned device analysis indicated that the clip functioned as intended and would not have contributed to the reported complete clip detachment. The slight resistance with the gripper line during removal could not be tested as the resistance with the gripper line was due to the complete clip detachment (ccd) while the clip was being retracted with the gripper line to the groin, and therefore could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. Fluoroscopic and echocardiographic images were received and reviewed by an abbott vascular senior medical advisor, confirming the reported event. All available information was investigated and a definitive cause for the reported complete clip detachment and difficult to remove cannot be determined. In this case it is possible that the patient anatomy contributed to the reported ccd; however, this cannot be definitively confirmed. With regards to the reported difficult to remove, it is possible that the resistance was with the anatomy while removing the gripper line with the clip; however, this cannot be definitively confirmed. The reported patient effect of tissue damage was related to procedural circumstances, and the reported surgical procedure and removal of foreign body were a result of case-specific circumstances, as a cut-down procedure was performed to remove the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the clip opening and detaching from both leaflets after clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, with a posterior leaflet flail. The first clip was implanted without issue. The second clip delivery system (cds) was advanced to the mitral valve and deployment steps were started. After retracting the cds handle and allowing a 1cm separation with the clip, the clip detached from both leaflets and remained on the gripper line. The cds was removed and the clip was retracted to the groin with the gripper line with some resistance felt. A cut-down procedure was then performed to remove the clip. Tissue was found in the clip after removal, suspected to be leaflet, chordal, or venous tissue. No further clips were attempted, and the procedure was completed. A total of 1 clip was implanted, reducing the mr to 2+ with a good outcome. No additional information was provided.